Event description:
Information was received indicating that the cadd solis vip pump delivered medication too slow. There was no patient involved.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the pump. During analysis, the customer's reported problem was unable to be duplicated. Three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6% specification. Service recommended that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.